Event description:
Regarding glucose monitoring for type one diabetics -libre 3 sensors do not work. Sold to type one diabetics at (B)(6) a pop and they do not read accurately (an example: read me at a glucose reading of 42 when I was at 198) variances are wild and inconsistent and the sensors constantly fall off. (B)(4) claims it will last two weeks but on average the consumer is only getting about 3-5 days with a working sensor.